Event description:
It was reported that a patient death occurred. The patient was in/out of hospital for wound care and urinary tract infections (uti). On (B)(6) 2011 the patient was admitted to (B)(6) hospital for wound care. It was not specified where the wound was. Patient was paraplegic due to a past motor vehicle accident. On (B)(6) 2011, the patient suddenly lost his pulse and went into cardiac arrest. Advanced life support was initiated without success, and the patient was pronounced at 2154 on (B)(6) 2011. The cause of death was noted to be "methadone intoxication"; manner of death "accident (prescription drug abuse)". It was later reported, per the medical examiner, that the level of methadone in the deceased's system was higher than what was prescribed. The medication in the pump was baclofen per pump logs.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter, product ID 8590-1, lot# n182853, implanted: 2009-(B)(6), product type accessory. (B)(4). Final analysis of the pump by the manufacturer revealed no anomaly found; last refill date of (B)(6)2011, per pump logs. The sutureless connector assembly + proximal catheter were returned. There were tears/coring noted in the cup of the sc connector. No leaking or other anomalies were seen.